Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane multipurpose drainage set was placed in the intrahepatic bile duct and when aspirating bile before beginning drainage, air entry was observed. The device was removed and replaced with a like device and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Patient information:asku. Investigation - evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number but with an unrelated failure mode. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.